Manufacturer narrative:
The pump (B)(4) was returned for analysis and interrogation showed that the pump used to deliver baclofen (500 mcg/ml at 199.84 mcg/day). Analysis found no anomalies with the pump. (B)(4).

Manufacturer narrative:
The UDI was inadvertently missed on the previous report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2016-oct-11 from a manufacturer representative regarding a patient's implanted infusion pump containing gablofen (500mcg/ml at 212.69mcg per day). Indications for use included intractable spasticity and multiple sclerosis. It was reported that the patient's primary healthcare provider (hcp) was unable to aspirate the catheter, but it was unknown when this took place. No dye or rotor studies were performed. The patient's pump was later revised on (B)(6) 2016 due to end of service, which was noted to have been (B)(6) 2016. The surgeon did access the catheter access port at this time with positive results. The pump replacement had been put off in the past due to a urinary tract infection. Over the last six months, the patient's care under the pump was less controlled, and the patient experienced a gradual loss of therapy. The hcp was not sure if this was due to the disease process of multiple sclerosis or if it was pump related. The patient was noted to have recovered without sequela and her status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.